Manufacturer narrative:
The device has not yet been returned to the manufacturer. The lot number was provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that while the microplex coil was being advanced, the coil stretched in the microcatheter and completely detached from the pusher wire. The coil was removed in its entirety with the microcatheter. There was no reported patient injury and the patient is reported to be doing fine.